Event description:
The arterial connectors have been noted to be leaking on some line sets, introducing air bubbles into the lines with blood in them. All remaining items with this lot # have been removed from service. Affected lines have been isolated and saved.